Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) system experienced oversensing and inhibition of pacing. The patient is pacemaker dependent and was symptomatic during the episode in question. The device sensitivity was reprogrammed (less sensitive) and no further oversensing/inhibition of pacing was noted.